Event description:
It was reported that the lead implant was attempted, but ultimately not used due to the patient's anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and used for analysis. No anomalies were found. The distal conductor had blood/ body fluid (not obstructed). There was also blood/body fluid noted in/on the lobe mechanism and the outer tubing overlay.